Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recw1391 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the registered nurse went to tear away the introducer and there was a section that did not tear away. It was stated that the rn tried to cut the plastic w a scalpel and ended up poking a hole in the catheter. A new catheter was placed over the wire. No other information was provided.